Event description:
It was reported that the patient experienced inadequate stimulation and several contacts on the upper lead were unusable due to high impedances. One lead migrated down, and the other lead migrated completely into the pocket. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy. Additional information was received that the patients implantable pulse generator (ipg) was relocated and remains implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation and several contacts on the upper lead were unusable due to high impedances. One lead migrated down, and the other lead migrated completely into the pocket. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.